Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular planned treatment procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. A field service engineer (fse) visited onsite and found that system butterfly option was malfunction. After reviewing log file, fse found butterfly did not work. To resolve the issue, fse removed the butterfly option. After removed the butterfly option, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's x-ray computer failed, which can impact imaging. The device was clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.